Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg stopped providing therapy. The patient stated that their patient controller (pc) displays the message "replace generator. The generator has reached end of service." This message indicates that the device no longer is able to provide therapy. In turn, surgical intervention may occur to resolve the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the scs ipg was explanted and replaced. Further information identified that the device was delivering therapy prior to the procedure, but was replaced due to unexpected shutdown of the device.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.